Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Device expiration date: unknown. Initial reporter phone #: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the unspecified bd intravascular administration set experienced a check valve malfunction. The following information was provided by the initial reporter: it was brought to my attention that by a nurse in our medical day care clinic that we had a secondary tubing back-fill back into the primary bag of fluid 0.9% ns.

Event description:
It was reported that the bd alaris¿ pump module smartsite¿ infusion set experienced a check valve malfunction. The following information was provided by the initial reporter: it was brought to my attention that by a nurse in our medical day care clinic that we had a secondary tubing back-fill back into the primary bag of fluid 0.9% ns.

Manufacturer narrative:
Correction: the material# was provided, and the following information has been updated: b.5. Describe event or problem: it was reported that the bd alaris¿ pump module smartsite¿ infusion set experienced a check valve malfunction. D.1. Medical device brand name: bd alaris¿ pump module smartsite¿ infusion set. D.2. Medical device catalog#: 2426-0500. D.3. Medical device manufacturer: sistemas medicos alaris, s.a. De c.v. D.5. Unique identifier (UDI) #: (B)(4). G.2. Manufacturing location: sistemas medicos alaris, s.a. De c.v. G.5. PMA / 510(k)#: k944320.

Manufacturer narrative:
The following fields were updated due to additional information: d4: medical device lot #: 21023328. D4: medical device expiration date: 2024-02-14. H4: device manufacture date: 2021-02-14. D4: medical device lot #: 21023329 . D4: medical device expiration date: 2024-02-15. H4: device manufacture date: 2021-02-15. D4: medical device lot #: 21023330. D4: medical device expiration date: 2024-02-16. H4: device manufacture date: 2021-02-16. D10: device available for eval yes. D10: returned to manufacturer on: 2021-08-13. Investigation summary: one sample model 2426-0500 returned for investigation by the customer. The set was examined for defects and abnormalities. No defects or abnormalities were observed. The sample was primed with normal saline and a secondary set that was primed with blue dye water was attached to the smart site above the back check valve. The sets were allowed to free flow using gravity. The blue dye was backing up into the primary bag. The customer complaint that a secondary tubing back-filled back into the primary bag of fluid 0.9% ns was confirmed. A quality notification was sent to the supplier. Based on the supplier investigation results, the particulates found in the returned sample were butadiene rubber, styrene acrylontrile copolymer, and cellulose. These materials are used in the manufacturing process for creating the sets at nogalas. During the process gloves are used as protection to avoid cuts or damage to the hands of the associates which are of this type of materials that were found in the back check valve, as a corrective action the manufacturer is reinforcing the cleaning of raw material containers and a notification was made to the personnel . A device history record for performed for lots 21023328, 21023329 and 21023330 which are the possible lots for the sample. A device history record review for model 2426-0500 lot number 21023328 was performed. The search showed that a total of 34543 units in 1 lot number was built on 16feb2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 2426-0500 lot number 21023329 was performed. The search showed that a total of 33923 units in 1 lot number was built on 16feb2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 2426-0500 lot number 21023330 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 16feb2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. H3 other text : see h10.

Event description:
It was reported that the bd alaris¿ pump module smartsite¿ infusion set experienced a check valve malfunction. The following information was provided by the initial reporter: it was brought to my attention that by a nurse in our medical day care clinic that we had a secondary tubing back-fill back into the primary bag of fluid 0.9% ns.